Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast with a mentor memorygel breast implant 300cc gel breast prosthesis (left device) and an unspecified mentor breast prosthesis developed capsular contracture in both breasts post implantation (baker grade IV in left breast, baker grade unknown in right breast). As a result, the patient underwent bilateral explantation and the left breast prosthesis was replaced with a mentor memorygel breast implant 300cc gel breast prosthesis. The type of replacement for right breast prosthesis was not provided. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-00039 for the report for the patient¿s left breast prosthesis. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.